Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported being in an accident about a month ago, and since then the stimulation has been shutting off and turning back on its own. Agent had pt reset the controller. Pt confirmed no visible damage to the controller and battery pack. Pt unlocked the controller and confirmed that the controller battery was 80% and the implant was 70%. Pt stated seeing ¿stimulation is off¿ message on the home screen. Agent had pt press the white stimulation on/off button located on the top of the controller and select ¿stimulation on¿. Pt confirmed that the current group was active. Agent had pt reset the controller again. Pt confirmed that group a was active and that the ¿stimulation is off¿ message did not appear on the controller. For the event date, pt stated maybe about 23-march-2026. Agent reviewed information and advised the pt to monitor and call back if the issue persists.